Event description:
A caller reported experiencing a cgm error, specifically error 42, related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with detailed instructions to reset the pump, guiding them through the process. Following the reset, the error did not reappear, and the caller was able to successfully initiate a new sensor session.